Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very tough calcified right coronary artery (rca). A 3.00 x 12mm synergy ii stent was advanced to treat the target lesion. However, after pushing the device back and forth, the stent came off the delivery system but remained on the guidewire. The delivery system was then removed and the physician advanced a 1.5x8mm emerge balloon catheter to deploy the dislodged stent unto the lesion. The physician used another 3.5mm synergy stent and deployed it inside the previously deployed stent. Post-dilatation was done with several larger balloons to fully deploy the stent and the procedure was completed. No patient complications were reported. The patient's status was fine and was eventually discharged with excellent prognosis.